Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope vs seizure. The right atrial (ra) lead and right ventricular (rv) lead exhibited elevated impedance. The leads remain in use. No further patient complications have been reported as a result of this event.